Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ml5842 number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture came off the needle during the first pull by the surgeon. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional h3: it was received for analysis an empty opened foil and a detached needle of product code y496, lot ml5842. During the visual inspection of the needle, the swage and attachment area were as expected, and remnant of the suture was noted into the barrel hole and slightly marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. The suture was not received for evaluation. To avoid this kind of damage, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to needle condition, the assignable cause of the performance pull off suture needle was an improper handling.